Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site and solved the issue by cleaning the expiratory cassette membrane and the inspiratory pipe diaphragm. The fse also replaced the safety valve pull magnet and returned the replaced safety valve pull magnet further investigation. The analysis of the provided logs confirms the reported failure at date of event: pressure transducer test failed and found expiration valve test failed voice coil force out of range. Our fse clean the expiratory valve membrane according the described procedure but replaced the safety valve pull magnet (inspiratory side) and sent it back for investigation. The safety valve pull magnet is normally not involved in the described issue (expiration valve test failed). The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. Simulated use testing of the returned safety valve pull magnet passed the performed pre-use check and no abnormal found during simulated ventilation for more than three days. After the ventilation, the safety valve pull magnet passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).